Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. It was reported to fresenius medical care by clinic manager andrea hughes that: luer adapter breaking off in patient catheter hub, this was a second occurrence for this patient in one week and reseted in having to catheter exchange. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).